Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the provided pictures was performed and it was noted that a fluid leakage took place at the level of the discharger ring of the effluent line. The discharger ring was ungluing from the effluent line which caused the leakage. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an effluent fluid leak at the junction of the discharger ring during patient therapy while using a prismaflex m100 set. The effluent fluid leak was discovered after prime testing and 5 minutes after beginning patient treatment. The patient was disconnected and treatment was ended to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.